Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006, that an endostat ii electrosurgical unit was used during a procedure (patient age, gender and weight are unknown). According to the complainant, it was reported that "bipolar does not work". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Visual examination of the returned device revealed that the device appeared to be in good condition. All knobs and buttons seemed to be working correctly. Functional evaluation found that the device was within the expected tolerance. The cause of the reported malfunction is undetermined. The device history record for this serial number was reviewed; no previous work performed on this device. A search of the complaint database revealed no additional complaints reported for this serial number.